Event description:
Per the clinic, the patient experienced discomfort, pain and poor sound quality with stimulation. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.